Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting errors on the integrated electrosurgical unit (iesu) generator. The technical support engineer (tse) reviewed live logs and noted error c-33. The tse recommended they remove power cord from the back of the iesu while it was turned on. The customer did as instructed and the issue returned. The tse asked if they have an energy activation cable for the valleylab and she stated they have another tower available. The customer elected to get another tower and ended the call. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. The unit was returned for failure analysis but the reported failure vs- error 25913, c-71, on iesu.) Could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.